Event description:
Report received indicated that during a percutaneous transluminal angioplasty procedure there was a balloon burst and separation. The target lesion was radial vein/anastomosis. The vessel was tortuous with 90% stenosis. The procedure was approached from arterial side; however, the first balloon inflation was done on the stenosis that was at the venous side. The second inflation was with the same balloon was done at the shunt/anatosmosis site. It was confirmed by cine; before the balloon ruptured that it looked like "dog born." At the second inflation the balloon ruptured at 18 atmospheres. The physician attempted to withdraw the ruptured balloon but the balloon got caught and the tip of the balloon was broken at 10cm from the sheath (arterial side). Part of the balloon was retrieved.